Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable.

Event description:
Patient reported to have been injected with juvéderm ultra plus¿. The patient reported that ¿the product had possibly migrated". Allegedly, "3.5" years later, the patient still sees and feels the lumps on the inside of the top and bottom lip. The patient is self-managing this. The symptoms have not resolved.